Event description:
It was reported that a small volume infusor did not flow. This occurred during patient infusion of an unspecified drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.